Event description:
The pt developed an infection at the back incision soon after the device was implanted. The pt was hospitalized, given antibiotics and the pump was explanted and discarded on (B)(6) 2013. There was no product issue reported for the pump. The pt had a new pump implanted on (B)(6) 2014 and has not had any issues since.

Manufacturer narrative:
(B)(4).